Event description:
Healthcare professional reported rupture diagnosed by palpation and ultrasound. Patient's representative reported "pain in breast", "a suspected rupture was diagnosed", "completely destroyed" and "a mushy mass was removed from the breast." The risk related to recalled devices caused physical and psychological stress to patient" and "worries for the long time patient held these devices and the rupture of the implant". This record is for the left side. Device has been explanted and replaced with a non-allergan device. The device has been returned.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-16959. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening and more than three openings through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. Pain: unable to observe through visual inspection as it is a physiological phenomenon. Anxiety-product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and nicks striated) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.